Manufacturer narrative:
Date sent to FDA: (B)(6)2020. (B)(4). Additional b5 narrative: it was reported that patient underwent a hernia repair procedure on (B)(6) 2013 and mesh x4 was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2014 due to recurrent hernia and obstruction. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.